Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: a review of the pump¿s black box revealed evidence of a pump reboots and a battery alarm following a pump reboot. There was evidence of moisture behind the display lens. The pump powered on with the returned battery cap to an audible ton, vibration alert and a multicolored distorted display image. The battery cap was able to fully tighten. The battery compartment was intact. The cover was found to be cracked. The ¿idle and sleep¿ current draws were within specification. A leak test showed a leak at the cover crack. The pump case was removed and there was evidence of moisture contamination found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The customer stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.